Manufacturer narrative:
(B)(4). The sample was discarded but the lot number was given, so a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm (air in set) during the drain 3 was not confirmed due to lack of sample. A batch review was performed on lot (h11d01064) with no issues noted. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in the set) during drain 3 on the home choice (hc) machine. The technical services representative (tsr) explained the alarm and instructed the home patient (hp) to cycle the power to clear it. The tsr then explained that the hp would need to start over with new supplies and to contact the registered nurse (rn) in the next 24 hours to let her know what happened. The hp understood the explanation, cleared the alarms, would start over with new supplies and contact the rn. Product surveillance contacted the care giver (cg) regarding the system error 2240 alarm. The cg stated the hp resumed therapy on the cycler without problems. They contacted the rn to let her know about the alarm. There was patient involvement. No patient injury or medical intervention was reported.